Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered positioning issues. After the impella 5.5 was placed in the left axillary artery, the pump was pulled back and multiple unsuccessful attempts were made to recross the aortic value. Due to the patient's anatomy, the surgeon was unable to readvance pump and the pump was removed. Patient survived.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary delivery issue: the cause of delivery issue was most likely patient condition related since the pump was unable to be repositioned due to the patient's anatomy. Device history lot device lot: 1803689. Device history batch subcomponent lot: n/a. Device history review device (sn: (B)(6) passed all post sterile inspection checks.